Event description:
The wire became stuck in the trailblazer. When trying to remove the wire, the trailblazer broke off in the patient, but was successfully snared out of the patient.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.